Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes neo/ped malfunctioned. Reported the registered nurse was attempting to disconnect vent tubing in order to be able to change the patient's shirt. The vent tubing was difficult to detach with the wedge. It was reported when finally disconnected, it was noticed that the plastic piece that goes around the silicone part of the hub of the trach that connects to the vent was broken off into the inline suction. This was reported to not cause any patient distress as a trach change was done with no incident.